Event description:
It was reported that a patient was suspected to have experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis event was not reported. The patient was treated with unspecified antibiotic therapy for the event. On an unreported date, the patient completed the antibiotic course. The outcome was not reported. It was not reported if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.